Manufacturer narrative:
Follow-up # 1 ¿ (12/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/22/2013 and 12/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a secondary issue was noted when the meter was found to have an incorrect setting. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with the backlight, in addition to, alleging an issue with the print being too small for her to read on the onetouch ping meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 1pm. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual dose of medications; however, that same afternoon, the patient reportedly took more food and/ or drink. After the start of the alleged issue, the patient claimed she ¿passed out.¿ emergency medical services (ems) was reportedly contacted. The patient obtained a blood glucose result of ¿17 mg/dl¿ with the ems meter and was administered a glucagon injection as treatment. It would have been helpful to know whether the patient was able to continue to test her blood glucose and what action she took. There was no indication of misuse. The alleged issues were not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury possibly after the alleged meter issues began.